Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a magnet retention issue after magnetic resonance imaging (MRI) performed at 3.0 tesla. The instructions for use (IFU) for the concerned device clearly state that the device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. Further the recipient experienced pain during MRI examination. The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner, the pressure exerted by the head bandage and the sensitivity of the patient. A re-magnetization of the implant magnet was performed successfully. The device remains implanted and in use.

Event description:
After undergoing an MRI of the stomach sometime in (B)(6) 2020, the recipient could no longer hold the external coil in place. Reportedly, the recipient was not wearing a tight headband during the procedure and was not laying supine but rather on his side as the user could not fit in the scanner in supine position. The recipient reported experiencing pain and discomfort in the area. There was no swelling at the implant site. Per further information, the recipient had an MRI procedure at 1.5 t on (B)(6) 2020, and again on (B)(6) 2020 a new MRI test was carried out at 3 t. The clinic performed a re-magnetization of the implant magnet on (B)(6) 2021. Reportedly, enough retention was achieved to keep the coil in place. An audio processor using a magnet number 4 in the d-coil was tried. With the number 5 magnet the coil remains in place although the retention is not very strong. The recipient is happy with the outcome and uses the audio processor regularly. Another re-magnetization trial might be considered in the future.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a magnet retention issue after magnetic resonance imaging (MRI) performed at 3.0 tesla. The instructions for use (IFU) for the concerned device clearly state that the device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore, the performed MRI examination constitutes an abnormal use. Further the recipient experienced pain during MRI examination. The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner, the pressure exerted by the head bandage and the sensitivity of the recipient. Re-magnetization of the implant magnet is considered but no date has been scheduled yet.

Event description:
The recipient requested an appointment as after undergoing an MRI of the stomach sometime in (B)(6) 2020, it was no longer possible to hold the external coil in place. Reportedly, the recipient was not wearing a tight headband during the procedure and was not laying supine but rather on his side as he could not fit in the scanner in supine position. The recipient said that he experienced pain and discomfort in the area. There was no swelling at the implant site. When the recipient was seen it was tried to replace the external magnet with stronger magnets, and to place the external magnet upside down; retention to the internal device was still not possible. The clinic is considering re-magnetizing the implant magnet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient ask for an appointment because after undergoing an MRI of the stomach sometime in march, it was no longer possible to hold the external coil in place. The patient was not wearing a tight headband during the procedure and was not laying supine but rather on his side as he could not fit in the scanner in supine position. The patient said that he experienced pain and discomfort in the area. There was no swelling at the implant site.